Event description:
While suctioning airway with in-line suction, small amount of blood obtained, then pt deteriorated due to presence of large rt pneumothorax, requiring 3 chest tubes and major ventilator changes. Infant was unstable for at least 2 hrs until able to improve on saturation.